Manufacturer narrative:
Philips has investigated this complaint. The philips remote service engineer (rse) examined the system remotely and confirmed that the system was unable to boot up. The philips field service engineer (fse) visited onsite and upon functional testing, the fse found that the mpdu f12 fuse was blown causing the power issue. The fse replaced the fuse but it blowen again. Upon further checking, the fse determined that the issue was caused by a defective ipc power adapter. To resolve the issue, the fse replaced the ipc power adapter. After replacement, the system was returned to use in good working order. The codes were updated based on the investigation outcome.

Event description:
It was reported to philips that the system was unable to boot up the device was not in clinical use at the time of the event. No harm to the patient or user was reported. Philips has started an investigation of this complaint.